Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue after performing peritoneal dialysis (pd) on the homechoice (hc) cycler. A high drain 106 alarm occurred on the hc after completing pd therapy. The total ultra-filtration (tuf) was 1618ml. The baxter technical service representative (tsr) reviewed the uf cycle by cycle: cycle 6 was 1775ml, cycle 5 was 89ml, cycle 4 was -219ml, cycle 3 was 348ml, cycle 2 was -145ml, and cycle 1 was -235ml. The hp slept through the pd therapy. The hp usually had to sit up to get a complete drain. The hp's average tuf is 1500ml. The tsr advised the hp to contact their pd nurse. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed with no abnormalities noted. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult. The device was not returned for evaluation; therefore, an analysis could not be performed. Should additional relevant information become available, a follow-up will be submitted.